Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is reportedly doing well. The patient's device remains implanted. This is the final report.

Event description:
The pt's electrode array had reportedly folded over. The pt underwent surgery to reinsert the electrode array.